Event description:
Customer reported false positive troponin I (tni) results on triage vs. Centaur lab analyzer. Patient had an elevated result when testing with triage meter vs. The centaur lab analyzer. A second draw two hours later gave results for the triage tni that were within the cut-off range provided by customer. No further patient information was provided.

Manufacturer narrative:
In house testing of w49730 showed the device lot to function as expected, within manufacturer final release specifications. No false positive result was observed with the 3 negative control samples (n=3/each). All data points with the positive control were within the manufacturer 2sd range. No sample was returned for testing; product support was unable to verify the customer's result. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. This issue will be tracked and trended to detect any further occurrence. As of 03/28/2012, there are (B)(4) complaints against this device lot, two of which address tni recovery. No product deficiency was established; no corrective action required at this time.